Event description:
During a variceal ligation of esophageal and gastric varices, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the handle was stuck and could not be rotated during device installation stage, and the trigger cord could not be adjusted as well (two way adjustment is not allowed). This malfunction will ultimately lead to difficulty or inability to effectively deploying bands, which is a reportable event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with the lot number provided in the report hand written on the front. A photo of the outer box was also received confirming the lot number and rpn. Our laboratory evaluation of the product said to be involved could not confirm the report. Only the two-way handle was returned. The barrel/bands, trigger cord, irrigation adapter, and loading catheter were not included in the return. The two-way handle was returned in the "firing" position. During functional testing, the handle could easily rotate in the clockwise direction when in the "firing" position. The handle was then placed in the "two-way" position and tested again. The handle could easily rotate in both directions. We were unable to recreate the difficulty experienced by the user. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device could not confirm the report. A definitive cause for the reported observation could not be determined because the returned handle said to be involved functioned as intended. In addition, all the other components of the device were not returned for evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The additional information received indicates that an olympus tjf-260 side view scope was being used in the procedure. The mbl-6-f device is designed to work with fujinon forward viewing scopes. The most likely cause of the reported issue is due to the user using a side viewing scope for the procedure. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that an olympus tjf-260 side view scope was being used in the procedure. The mbl-6-f device is designed to work with fujinon forward viewing scopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.